Event description:
Infusion pump with a failure code 812:00. The facility representative stated that there were no patient incidents reported. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional informaiton was available. Additional contact information was requested but no additional contact was identified.